Manufacturer narrative:
(B)(4). Date sent: 08/31/2010. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the active blade broke off of the handpiece. Unknown how case was completed. There were no adverse consequences for the patient.